Event description:
It was reported that during a lobectomy procedure, staples on two of the staple lines on one side were not formed at the third firing. The site was on the central side, so bleeding was found. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.